Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with customer's high and low blood glucose levels. The nurse states the customer had low battery alerts. The customer's blood glucose level had been below 40mg/dl and over 400mg/dl. The blood glucose fluctuation was attributed to incorrect time set on the pump. The pump settings were adjusted. The customer did not need further assistance.